Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge door was not opening, and remote manager would not allow the fridge door to open. Remote manager needed to be either maintained or relocated. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the remote manager would not allow fridge door to open. A field service engineer (fse) had opened the remote manager (rm) column and replaced the wiring harness. Fse after replacing the harness, fse had the customer test inventory, and the door was latching and unlatching correctly but failing between inventories. Fse had found the door hasp making slight contact with the rm housing and repositioned both, so user met without obstruction. The customer was then able to recover failures and test multiple inventories with good results. The system functioned as intended after the field service engineer repaired the device.